Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in threshold capture was observed on the left ventricular lead. No further action will be taken at this time, and the patient will continue to be monitored. The patient was in stable condition.